Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error after a bolus was given. The blood glucose reading was 167 mg/dl. No significant events leading to the alarm were observed. It was found that the customer had a pacemaker, which had had an echo the day prior while the customer had the insulin pump attached. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.